Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 10-sep-2015: ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having a sharp pinching feeling in lower right abdomen area. She underwent a hysterectomy 5 years after insertion and during the surgery doctor could see that essure had perforated through her tube on the side she was having the stabbing pain. Event essure had perforated through her tube is serious due to medical significance and listed in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including insertion of a fallopian tubal occlusion insert (essure). In the present case the exact date and mechanism of this perforation were not reported. The perforation was diagnosed during hysterectomy 5 years after insertion. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0540, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Consumer had essure inserted in (B)(6) 2009. She had the follow-up hsg test (hysterosalpingography) in (B)(6) 2010 which was confirmed blocked. She began having horrific menstrual cycles that would last two weeks at a time with hemorrhaging clots. Her iron levels were very low and her body became all out of whack. Consumer had severe menstrual cramping everyday of the month, migraine headaches, back pain. She was put on birth control pills to help with the bleeding which resulted in a period that lasted a constant 90 days. Fibroid had formed in uterus. When she would bend over she could feel a sharp pinching feeling in lower right abdomen area. She had to have a complete hysterectomy in (B)(6) 2014 to remove everything except her ovaries. The doctor told her after the procedure that she could visually see where the essure had perforated through consumer's tube on the side she was having the stabbing pains. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having a sharp pinching feeling in lower right abdomen area. She underwent a hysterectomy 5 years after insertion and during the surgery doctor could see that essure had perforated through her tube on the side she was having the stabbing pain. Event essure had perforated through her tube is serious due to medical significance and listed in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including insertion of a fallopian tubal occlusion insert (essure). In the present case the exact date and mechanism of this perforation were not reported. The perforation was diagnosed during hysterectomy 5 years after insertion. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis has been requested.

Manufacturer narrative:
Follow-up information received on 05-nov-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-2290). Shortly after having essure and the hsg she started having migraine headaches, weight gain, periods every two weeks that would last 7-10 days and were abnormally heavy to the point of causing her to become severely anemic. She was placed on oral birth control to regulate her periods which did not work. She had severe pain, daily cramps and sharp poking pain in her lower right side anytime she would move. In 2015 she had to undergo a hysterectomy to remove everything leaving her ovaries only. The performing doctor took her tubes also. After surgery physician came into her room to tell her that she could visually see the essure protruding from her tubes and it had in fact perforated her tubes. After hysterectomy all symptoms have diminished. Vitamin levels in her blood were back to normal, pain and headaches were completely gone. She stated that she is essure free since (B)(6) 2014. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having a sharp pinching feeling in lower right abdomen area. She underwent a hysterectomy and salpingectomy 5 years after insertion and during the surgery doctor could see that essure had perforated through her tube on the side she was having the stabbing pain. Event essure had perforated through her tube is serious due to medical significance and listed in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including insertion of a fallopian tubal occlusion insert (essure). In the present case the exact date and mechanism of this perforation were not reported. The perforation was diagnosed during hysterectomy 5 years after insertion. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.